Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. However, they were unable to prime the pump during prime/compromised force sensor system test due to a faulty force sensor resistor (gold). They were also unable to perform an excessive no delivery test and occlusion test due to the prime anomaly. The pump was received with a missing end cap sticker, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he had an issue with the pump not seeming to deliver his basal rates correctly. Customer stated that the bolus seems to be working correctly. Customer disconnected the tubing for about an hour and 40 minutes and the pump delivered 2 units. Customer has set the tubing on a spoon and the spoon did not have anything. Customer's blood glucose was 395 mg/dl at the time of the incident. Customer's current blood glucose was 224 mg/dl. Customer reported that he had a back-up plan available. Customer treated with a bolus. Customer was at work and did not wish to troubleshoot. The insulin pump will be replaced.